Event description:
The hosptial reported that during the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The surgeon used a replacement unit to complete the procedure. No patient complications were reported by the hospital. Failure analysis performed in january 2003 determined that the reported complaint could not be confirmed for deployment issues. However the seal was cracked. This is a reportable malfunction. This report is being filed for the failure mode "cracked seal."